Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned wire. Upon machine repair it was discovered that the ground wire between the distribution board and the hydraulic chassis was burnt. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 14,000 hours and the wire was the original part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned ground wire. The biomed replaced the wire, which resolved the issue. The unit has been returned to service without issue or reoccurrence of the reported event. The wire was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the wire was available to be returned to the manufacturer for physical evaluation, to date not parts have been returned. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.